Event description:
I had the sensor in place when an check sensor error came displayed on the reader. It then read no active sensor. I replaced the sensor and had the same issue the following day. Ref report: mw5158266.